Manufacturer narrative:
The device was received. The investigation is on-going.

Event description:
It was reported that the balloon ruptured. There was no patient involvement.

Manufacturer narrative:
Updating for new information the device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a pinhole was identified in the balloon. A pinhole rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.